Event description:
Customer's husband reported customer received the following readings from her adc blood glucose meter, which were lower than she felt: 80 mg/dl on (B)(6) 2012 at 10 am, 50mg/dl "by (B)(6)" (caller cannot recall actual date/time) and 55 mg/dl "by (B)(6)" (caller cannot recall the date/time). Caller further reported that on (B)(6) 2012 in the morning, while having breakfast, customer was "disoriented, dizzy" and felt "very bad". He also noted the customer felt "uneasy" the night before. Paramedics were called and customer was "rushed to the hospital due to diabetic symptoms". It was further reported that at the hospital, "upon checking she has had a high blood sugar level and so was confined there for a few days". No further information was provided at the time of the initial call except that the customer believed she had sustained an unspecified "injury" as a result of this issue. Multiple, unsuccessful, attempts to contact this customer to gather additional information have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4) all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1176377) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.